Event description:
It was reported that the insulin pump is alarming. The insulin pump delivered a double bolus. The blood glucose reading is 186 mg/dl. Customer experienced a low in the morning. Customer treated with juice. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.